Event description:
It was reported that the patient experienced near syncope and palpitations. It was noted that some intrinsic atrial events were falling into the refractory interval causing inappropriate mode switches. Refractory settings were adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.